Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). Device manufacture date - unknown due to unknown lot number. The actual device was returned to the manufacturing facility for evaluation. When closely checked the obtained sample upon receipt, the position of the safety-cover was loosely placed on its way to the tip. Next, the safety cover was intentionally slid along the needle to its tip and was able to shield the tip of inner-needle as intended. No irregularity were observed on its functionality. The cover was later examined under microscopic observation finding no irregularities to attribute detachment of any parts, deformation or malfunction of the product was observed. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately" and "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." The manufacture inspection record was traced back five years, in which duration is equivalent to expiration of the product and reviewed. As a result, no similar event was noted in the record. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported while the nurse was withdrawing a used surflow from the patient, safety cover of the device did not properly activate as intended and the nurse incurred a needle-stick as consequence and no infection was diagnosed. The facility stated that the needle was bent as the nurse had accidental needle-stick. The product was successfully able to be inserted into the patient's vascular system.